Event description:
It was reported that the ilet user unintentionally navigated to the fill tubing function and pressed and held the button while connected to the infusion set (inset), resulting in approximately 0.09 units of insulin delivered through the tube before pausing the pump and disconnecting, then later reconnecting and resuming delivery; this represents an improper procedure involving the tube component. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with improper or incorrect procedure involving the tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.